Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer had been reusing cartridges, and has found o-rings on the pneumatic tap where she has removed them. Tandem customer technical support informed customer not to reuse cartridges, and how to properly fill her cartridge. Customer changed the pump supplies and resumed insulin delivery.

Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer was reusing cartridges. Tandem customer technical support informed customer not to reuse cartridges. Customer changed the pump supplies and resumed insulin delivery.